Manufacturer narrative:
Product complaint # (B)(4). Examination of the returned device confirmed the reported breakage. The noted damage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint sample consisted of (1) 254500138 attune tibial trial extractor. Examination of the returned device confirmed the reported breakage. The tip of one of the two prongs has fractured. The fractured tip was not returned. The fracture surface appears consistent with material overload. Pra (preliminary risk assessment) 103215256 was held on (B)(6) 2016 to evaluate the increased complaints involving the attune tibial trial extactor (product code 254500138). The team discussed the fact that the field action related to the breakage of bal-seals in the attune tibial trials placed an emphasis on the need to use the tibial trial extractor to reduce the damage to the bal-seals. This field notification was in july 2015. The team determined that this field notification was likely a key contributor to seeing a sudden increase in the number of complaints. The team also noted that instrument breakage rates will continue to be monitored through post market surveillance activities. The review team determined that there was no increased patient risk for the following reason: according to sep-100, the reported occurrence rates of instrument breakage, surgical delay, and adverse tissue reaction are classified as remote. When the occurrence rates are combined with the severity ratings, the risk levels for all harms are broadly acceptable risk (bar). A previous evaluation by depuy material science (B)(4) found the fracture of the extractor was due to overload. No material defects or inclusions were observed that could have contributed to the fracture. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to overload and or suspected misuse/misapplication. Based on a previous evaluation for a similar failure, the root cause is attributed to misuse/misapplication of the device. Complaints trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken during trial removal. Patient status/ outcome / consequences? No.